Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle deployed late or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Using the pod 5 / page 55: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose had reached 441mg/dl by the time she woke up, while wearing the pod on her arm. She stated that the pod expired and she had been without insulin for most of the night. She never heard an alarm and the pod was leaking insulin. The patient also stated that she can see the pink slide, but it did not move at the time of insertion, indicating the pod did not deploy properly. Recent setting changes, increasing her overnight basal rate, had been made. Treatment included changing the pod, then taking a correction of 8.75 unit with the pod.

Manufacturer narrative:
The returned device was evaluated and performed as designed. The reported needle mechanism failure was not confirmed. The pod was received with cannula fired and needle fully retracted. The piezo was tested and observed to have generated an audible alert. No issues were noted that would result in the reported needle mechanism failure or high blood glucose levels.